Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc connector contamination/dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that he has to ¿wiggle¿ the test strip inside the test strip port of his onetouch ping meter in order for the meter to countdown. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 10pm. The patient reportedly manages his diabetes with novolog insulin based on a sliding scale through pump therapy and stated he continued with his usual diabetes management routine in response to the alleged issue. He claimed that approximately 1 day after the alleged issue occurred, he developed symptoms of ¿nausea, headaches and sweating¿ but despite his symptoms he denied receiving any medical intervention. It is not known if the patient associated his symptoms with high or low blood sugar. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.